Event description:
It was reported that the device was used during a low anterior resection. The device could not be removed from the tissue after firing. The surgeon cut the anastomotic line and completed the case with hand suturing. There were no other consequences to the pt.